Manufacturer narrative:
Currently, the device has not been returned for evaluation. If additional information is received or found during internal investigation it will be reported on a supplemental report. (B)(4): device not returned.

Event description:
During a cranioplasty, a tls drain was inserted in the operating room. The following day, while attempting to remove the drain, the drain broke. The patient required a surgical procedure to remove the retained fragment of the drain. The patient was discharged the following day in stable condition.